Manufacturer narrative:
Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, the unit gave a flashing medtronic logo. Proceed by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Unable to perform any tests due to the flashing medtronic logo. Per visual inspection, it was determined that the ingress of water was corroding electronic assemblies and the force sensor flex connector leading to a constant flashing medtronic logo, isolated to the electronic stack. Unit also received with cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery threads, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion unit received a flashing medtronic logo due to a corroded electronic assembly, isolated to the electronic stack. Customer allegations of pump error 82 and failed batt test was unknown due to flashing medtronic logo. Customer allegations of retainer ring damage and damage to the battery compartment was confirmed when a cracked battery tube, cracked case, cracked corner of belt clip rails, cracked battery thread, partially detached retainer, and a broken reservoir tube lip were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with pump error 82 (the hrm task did not grant motor power in reasonable time.) And crack on the pump and also reported failed battery alarm. The customer reported blood glucose value of 14 mmol/l. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed for the pump error and the customer was able to clear the error and complete rewind process. The pump passed displacement test. Troubleshooting was performed for crack on the pump and found the crack was on retainer rings. The reservoir able to lock in place when inserted into pump. Troubleshooting was not performed for battery failed alarm. Troubleshooting was performed for hg/under delivery and the customer was using the insulin pump within 48 hours of the reported event, also it was unknown whether the auto mode feature at the time of the event. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.